Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v956858, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was unable to have an MRI because their device is not MRI eligible and they wanted to have their device removed so they can have an MRI. It was noted the reason for the MRI was not device-related. It was stated the patient¿s therapy was not working for them. It was noted the patient¿s device had not worked for the last eight months prior to report or longer. The patient stated that since implant the device worked once in a while for a few days here and there and about ¿one month and a half of total number of days since implanted.¿ it was stated that when the patient¿s device was implanted the healthcare provider forgot to turn the stimulation on and they had to go back two weeks after the surgery and healthcare provider turned it on. It was noted the patient went back to their healthcare provider 20 times to readjust and it would work once in a while. The patient stated they could feel it for a few days after adjustment and then they would not even know it was there for several days. It was noted the patient felt stimulation when they were lying down in the bathtub, but they had not felt stimulation for the last 8 months or longer and had not had any therapeutic effect. The patient stated the therapy worked during the trial. Additional information obtained later 2014-12-12 indicated that patient stated it ¿had not worked in way over a year." The patient tried adjusting it, but it did not work and needed a health care provider office that is located closer. A follow-up report will be sent if additional information becomes available.